Event description:
It was reported to philips that there was an intermittent error- tube defective. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips received reports of sporadic tube problems. The remote service engineer (rse) attempted to connect to the system, but remote access was not possible, necessitating an onsite visit. However, the customer declined the onsite service, and no further information is available. The codes were updated based on the investigation outcome. Evaluation method code was corrected.